Manufacturer narrative:
The device was received at zoll medical singapore. The customer's report was observed during initial testing; however, the device was put through extensive testing including remote calibration systems (rcs) testing, and stress testing and final testing without duplicating the report. The device was recertified and returned to the customer. Analysis for the reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed a "runtime calibration failure - 1051" error message. Complainant did not indicated that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.